Event description:
It was reported that prior to starting a da vinci-assisted procedure, drape connection to 3rd arm did not respond. Procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "drape connection to 3rd arm did not respond". The accessory was found to have upside-down disks on one of four sterile adapters. The accessory was visually inspected, and one out of eight disks found was upside down. The retention plate appears to be in its correct position. The accessory was placed on the in-house system and failed recognition due to the upside-down disks. There was no physical damage observed with any other components of the sterile adapter. The accessory was placed on the in-house system for testing, and one of the sterile adapter found to fail the engagement test due to the upside-down disk. The spin test was able to perform and passed. The probable root cause is attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.